Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative (rep) received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor who reported that the patient fell and was experiencing intermittent increases in stimulation. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.